Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "while the surgeon was trialing the femoral component, the precision trial cracked as he was malleting with the impactor."